Manufacturer narrative:
H.6. Investigation summary: this complaint is for misidentification when using phoenix panel nmic/ID-308 ((B)(4)) .batch unknown. The customer did not provide panel returns, isolate returns or phoenix generated lab reports for the investigation. The batch number was not provided, therefore this complaint is unconfirmed. A review of quality notifications could not be performed since a batch number was not provided. A review of complaints could not be performed since a batch number was not provided. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported that while using the panel phoenix nmic/ID-308 that there was misidentification. The following information was provided by the initial reporter: total quantity of product showing defect: 4 panels reported - ongoing issue was this issue involving patient or non-patient samples (qc, validation testing or proficiency samples)? Patient hazard, injury or erroneous results? Yes hazard, injury or erroneous results details did a death occur? No did erroneous results occur? Y if yes¿detailed erroneous results (include # of errors and type): 4 organism misidentifications 1. What result did the customer obtain from the bd product? #1 - citrobacter farmeri ; #2 citrobacter farmeri ; #3 enterobacter cloacae ; #4 citrobacter farmeri 2. What result was the customer expecting to obtain (if different from the obtained result) #1 e. Coli ; #2 e. Coli ; #3 serratia marcescens ; #4 e. Coli misidentifications of several isolates using nmic/ID (B)(4).

Manufacturer narrative:
D4. Medical device lot #: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. E.6 initial reporter e-mail: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the panel phoenix nmic/ID-308 that there was misidentification. The following information was provided by the initial reporter: total quantity of product showing defect: 4 panels reported - ongoing issue. Was this issue involving patient or non-patient samples (qc, validation testing or proficiency samples)? Patient. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details did a death occur? No. Did erroneous results occur? Y. If yes¿detailed erroneous results (include # of errors and type): 4 organism misidentifications. 1. What result did the customer obtain from the bd product? #1 - citrobacter farmeri ; #2 citrobacter farmeri ; #3 enterobacter cloacae ; #4 citrobacter farmeri. 2. What result was the customer expecting to obtain (if different from the obtained result) #1 e. Coli ; #2 e. Coli ; #3 serratia marcescens ; #4 e. Coli. Misidentifications of several isolates using nmic/ID 308 449282.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using panel phoenix nmic/ID-308, a patient sample was incorrectly identified. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Event description:
It was reported while using panel phoenix nmic/ID-308, a patient sample was incorrectly identified. There was no report of patient impact.